Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one of the drawer manual levers had not been fully seated. A field service engineer checked pyxis refrigerator information and found it had bb ip address so replaced the bb board. After replacing the board, field service engineer could see it in hta but not an application. Eventually it was found one of the drawer manual levers was not fully seated. Once reseated the lever, customer was able to recover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator the remote manager was failed to lock. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.